Event description:
It was reported that the user experienced persistent hyperglycemia, with a fingerstick reading of 417 mg/dl and a ¿high¿ reading on the pump, after mistakenly filling the pump cartridge with long-acting insulin instead of rapid-acting insulin; the user disconnected from the pump and paused the ilet, and managed glucose with subcutaneous insulin per provider guidance. Symptoms included hyperglycemia. Outcomes included additional user training and temporary discontinuation of pump therapy. Investigation included case intake and user interview. Investigation of this case revealed user handling error related to incorrect insulin type selection for the pump, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.